Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457453 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that on the day when an alert was triggered for high impedance, it was noted that the device did not perform a remote monitoring transmission. The device was ultimately replaced when the chronic left-sided tachy lead could not be replaced on the left side, so a new right-sided system was implanted, with the device left implanted but inactivated. No patient complications have been reported as a result of this event.